Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and weight increased outcome was unknown. The reporter considered back pain, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Inciden . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no: 50665570) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pre-eclampsia and menses irregular. Concurrent conditions included hypertension. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), lisinopril, melatonin, naproxen, pyritinol hydrochloride (neuroxin) and tramadol hydrochloride (ultram). In march 2013, the patient experienced hot flush ("hot flashes") and crying ("would cry for no reasons"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced anxiety ("anxiety"), depression ("depression,"), pruritus ("itchy skin"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("urinary incontinence") and urinary tract infection ("uti"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), the second episode of back pain ("back pain"), abdominal pain upper ("stomach pain"), dysuria ("voiding pain"), abdominal pain lower ("cramping") and complication of device removal ("unable to robotically remove coils and had to cut me open along my c-section scar"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, pruritus, nausea, pain in extremity, the last episode of back pain, abdominal pain upper, dysuria, abdominal pain lower and crying had resolved, the weight increased, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, urinary tract infection and complication of device removal outcome was unknown and the urinary incontinence had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, complication of device removal, crying, depression, dysmenorrhoea, dyspareunia, dysuria, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, urinary incontinence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: event "unable to robotically remove coils and had to cut me open along my c-section scar", reporter, medical history added from pfs and medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 50665570) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included hypertension. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), lisinopril, melatonin, naproxen, pyritinol hydrochloride (neuroxin) and tramadol hydrochloride (ultram). In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and crying ("would cry for no reasons"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced anxiety ("anxiety"), depression ("depression,"), pruritus ("itchy skin"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("urinary incontinence") and urinary tract infection ("uti"). On an unknown date, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), the second episode of back pain ("back pain"), abdominal pain upper ("stomach pain"), dysuria ("voiding pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, pruritus, nausea, pain in extremity, the last episode of back pain, abdominal pain upper, dysuria, abdominal pain lower and crying had resolved, the weight increased, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown and the urinary incontinence had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, crying, depression, dysmenorrhoea, dyspareunia, dysuria, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, urinary incontinence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event hormonal changes describe: hot flashes, would cry for no reasons,abnormal bleeding (vaginal,menorrhagia),anxiety,depression, rashes or skin conditions type: very dry itchy skin, urinary incontinence,migraines,headaches, nausea, dysmenorrhea dyspareunia,stomach pain,leg pain,voiding pain,uti,cramping added. Reporters,lot number,lab data added. Outcome of event pain,cramping,nausea,rashes,hormonal issue added as recovered and bladder problem added as not recovered. Concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 50665570) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included hypertension. Concomitant products included docusate sodium (colace), duloxetine hydrochloride (cymbalta), lisinopril, melatonin, naproxen, pyritinol hydrochloride (neuroxin) and tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and crying ("would cry for no reasons"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced anxiety ("anxiety"), depression ("depression,"), pruritus ("itchy skin"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("urinary incontinence") and urinary tract infection ("uti"). On an unknown date, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), the second episode of back pain ("back pain"), abdominal pain upper ("stomach pain"), dysuria ("voiding pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, pruritus, nausea, pain in extremity, the last episode of back pain, abdominal pain upper, dysuria, abdominal pain lower and crying had resolved, the weight increased, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown and the urinary incontinence had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, crying, depression, dysmenorrhoea, dyspareunia, dysuria, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, urinary incontinence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.